Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-101 - user used the wrong strip. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 24, 26 and 24 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2017. Customer using incorrect test strips with meter lot mu2568 is a truemetrix test strip lot number and not for use with trueresult meter. The meter memory was reviewed for previous test result history: result 1: 24mg/dl date:(B)(6) 2017 time:8:42am fasting; result 2: 26mg/dl date:(B)(6) 2017 time:7:28am fasting; result 3: 24mg/dl date:(B)(6) 2017 time:7:24am fasting. Customer called in states the meter is reading low. Customer is using incorrect test strips.